Event description:
It was reported the programmer would not interrogate. The programmer rf head was changed, but there was still no telemetry. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the programmer had no wireless telemetry. The system fan was also found to be noisy.